Event description:
It was reported that during an unknown procedure the device applied the clips in oblique. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did clips feed sideways? Yes. Were clips malformed? Yes, some clips showed "legs crossed." Was device fired on another clip or hard structure? No, the nurse noticed the malfunction before giving the instrument to the surgeon. How was case completed? With another clip applier.